Event description:
Per customer complaints: purchased a package of nite guards from our company and both have fallen apart on him when using. They were both defective. Spoke to this consumer on the phone who had difficulty with the rest assured nite protector. He no longer had the receipt or the upc from the store. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.